Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the stylet became stuck in the right ventricular lead when placing the lead into the right ventricle. The physician noted that pressure was used to pull out the stylet which caused the proximal end of the stylet to pop off. After the stylet was pulled out, the physician noted internal components and wires were externalized from the proximal end of the right ventricular lead. The right ventricular lead was not used and was replaced. The patient was stable post procedure.

Manufacturer narrative:
Additional information: per analysis update. The damage found was sustained during the surgical procedure. The lead was otherwise normal.